Event description:
The user facility reported that at the end of a coronary procedure through the radial route, the radial closure tr band was placed. When transporting the patient to the recuperation area, the nurse noted that the band is completely empty. She tried to fill the air band again and it empties little by little. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One tr band and packaging were returned for product evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or band. There is 1ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is a bubble on the seal of the check valve to inflation balloon. The complaint can be confirmed for air leakage issues. The cause is a bubble on the check valve to inflation balloon seal. The operations quality engineer was notified, and a non-conformance (nc) was initiated for this issue. The non-conformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 03oct2023: the procedure prior to the use with tr band was a radial catheterization. 10 ml's of air was injected into the tr band when it was applied. Other devices were used in the access site was only an introducer. Two to three minutes after initial inflation the tr band noted to be losing air. Hemostasis was achieved by a send tr band. There was no patient injury or hematoma. No medical intervention was necessary and there was no blood loss. There was no noticeable damage to the device. The patient was stable. Patient demographics isn't available., locally this information could be or not share with us.